Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 600 mg/dl with extreme drowsiness, difficulty waking up, and confusion and was associated with a battery life issue on an unspecified date. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, the pump¿s settings were not recently changed, and the patient had discontinued pump use. During troubleshooting it was reported that the pump had alarmed for a replace battery alarm related to shortened battery life and the alarm occurred 3 times within the previous 30 days. The reported stated the alarm could not be resolved and delayed insulin delivery, contributing to the reported hyperglycemia. The reporter noted the correct battery type was being used and the battery type matched the pump¿s battery setting. The complaint is being reported because the alleged hyperglycemia was attributed to pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 11/07/2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s history revealed multiple replace battery alarms beginning on (B)(6) 2014 at 06:52. Insulin delivery was not resumed after the first alarm. The pump history showed the successful deliveries of the programmed basal rate. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. The pump¿s electrical draws were found to be within specification. Moisture was observed on the pump¿s printed circuit board. Unrelated to the complaint, the bolus button cover was missing; moisture was observed within the bolus button. Leak testing revealed a bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.